Event description:
It was reported that during use of the bd veo¿ insulin syringe with bd ultra-fine needle the hub separated.

Manufacturer narrative:
H.6. Investigation: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 7304769. Customer states that the hub separated. The syringe was returned with the hub-needle/shield assembly separated from the barrel. No damage to the barrel was observed. A review of the device history record was completed for batch# 7304769. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200720755, 200717601, 200721184, 200717771] noted that did not pertain to the complaint. There was one (1) notification [200721324] noted for raised hubs. There was one (1) notification [200721185] noted damaged tips. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd veo¿ insulin syringe with bd ultra-fine needle the hub separated.